Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately on the morning of (B)(6) 2019, when she obtained an alleged inaccurate blood glucose result of ¿400 mg/dl¿. The patient considered the reading high compared to her feelings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with novolog insulin (sliding scale) and 45 units of levemir insulin at night. She reported that right after obtaining the alleged inaccurate results, she administered her usual dose of 21 or 22 units of novolog. She reported that a few hours later, she developed symptoms of ¿funny, unsteady and unable to move around¿. She stated that she self-treated her symptoms by drinking coke. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining a high reading on the meter and administering insulin based on a sliding scale.